Event description:
In 2009, the patient reported that 3-4 times a year she has elevated blood glucose readings in the 400's mg/dl due to a bent infusion set cannula. She said, she discovers the cannula is bent when she sees insulin around her site area or, when she has elevated readings and she removes her headset. She corrects her blood glucose by bolusing insulin via her infusion device or by injection. She will also change her infusion headset, tubing and insulin cartridge. She stated she changes her infusion headset 1-2 times per week. She was advised to change her headset every 72 hours. She said, she rotates her site but does have some scar tissue. She said her current blood glucose is within her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.